Event description:
During a laparoscopic bastric bypass procedure, the device cut but did not staple. The s urgeon had to oversew the jeunojejunostomy. Extended or time as a result of oversewing. There was no pt consequence.